Event description:
A caller reported an occlusion alarm, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge, then resumed insulin.